Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found. Bench power test passed, full debug mode test passed, power adaptor testing passed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.